Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted on (B)(6) 2015, and was reimplanted with a fixture and abutment during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.